Event description:
On (B)(6) 2010, outpatient came in to radiology for PICC -peripherally inserted catheter-placement. It was inserted at 14:20 in right brachial vein with no complications. Radiographic placement confirmed. During transport back home, pt complained of chest pain, relieved with nitroglycerin. Pt returned to hosp and admitted to ICU for eval and medical mgmt. On (B)(6) 2010, CT chest showed cavity in left upper lobe. Further review of CT scan showed possible lead in right ventricle extending into inferior vena cava. Echocardiogram done showed linear structure in right ventricle embedded in right ventricular wall. On (B)(6) 2010, guidewire extraction performed in the cath lab. The guide wire used to place PICC line had separated during placement.